Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, system had displayed a fatal error during device manager initialization and leak had occurred in the room directly above the a-station. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) and section e initial reporter e-mail a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station water spill inside the electronics drawer. A field service engineer (fse) found standing water in the station¿s electronics drawer. The station was frozen at the login screen and failed to initialize after reboot, even with the drawer disconnected. Fse tried hardware test application didn¿t run and battery had been exposed to water; startup failed with it disconnected. A battery failure was indicated despite a new battery installed this year. Fse tried reimaging the hard drive, but it failed. So, fse replaced the station due to water damage. The system functioned as intended after the field service engineer replaced the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, system had displayed a fatal error during device manager initialization and leak had occurred in the room directly above the a-station. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.